Manufacturer narrative:
(B)(4). The problem of use error, re-use of single use product was confirmed, based on the customer's report. However, the root cause could not be determined as it is uncertain why the patient re-used single use product. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed.

Event description:
The customer contacted baxter's service center regarding an alarm which occurred on the homechoice (hc) during fill 5 of 5. The technical service representative (tsr) helped the caller end therapy as the home patient (hp) had switched out the only the heater bag and while connected. The caller would contact the registered nurse regarding any missed therapy and switching the heater bag while connected. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.